Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it is evident that the anchor and eyelet were damaged during insertion. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06 may 2024 it was reported by a sales rep via email that an ar-8998t nano swivelock, 2.5 x 7mm w/ fork eyelet broke during implantation. This occurred on (B)(6) 2024 in (B)(6) hospital during a right mif pipj rcl reconstruction. It was reported that the fork was damaged and the anchor had deteriorated. See attached photos for detail. The case was completed successfully using a further swivelock. There was case involvement.